Event description:
Patient reported her readings are higher than expected. Patient stated her readings are in the 300's mg/dl and remain there no matter how much she boluses. Patient alleges the pump is not working correctly because sometimes during the prime and bolus she can hear the pump pumping but the number is not decreasing on the screen of the pump; no insulin emerges. No adverse event reported. Requested return of the alleged pump, adapter, cartridge, and infusion set for evaluation; replacement was sent.

Manufacturer narrative:
(B)(6).